Event description:
It was reported to conmed that, "the hospital surgeons have noticed a bad clip, leading to the clampage of several clips where only one should have been needed. In particular, clip migration in the abdomen of one patient was observed that required re-intervention. One defective device was kept". Conmed is being returned the actual device from the incident and devices from the same lot/batch. It was reported details of injury: patient required second surgery intervention. Also reported, patient outcome required a prolonged hospitalization, specific time not reported.

Manufacturer narrative:
The reflex elc 530 laparoscopic clip applier is an endoscopic clip applier having application in a variety of laparoscopic procedures to ligate vessels and other small tissue structures. DHR / lhr, device history record / lot history record, review showed that this lot was confirmed by manufacturing documentation to have been produced according to manufacturing specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. Eleven (11) elc clip applier devices were returned for evaluation {one (1) actual used device received in opened packaging and ten (10) lot samples received in sealed packages. The actual device from this reported incident had one (1) clip in the jaws and twelve (12) clips remaining in the cartridge {device is initially loaded with twenty (20) clips. All of the remaining clips were fired successfully and properly formed - verified by manufacturing and quality engineers. Five (5) of the clips were fired onto a small tubing and closed properly as expected. These five (5) clips all held properly. The width of the jaws at the tip of the device (jaw gap) was measured with a calibrated pin gage and discovered to be within specifications. Two (2) lot sample devices from sealed packages were fully fire tested {all twenty (20) clips}. All clips fired and formed successfully. In addition, three (3) clips were fired from two (2) additional lot sample devices. The eye gap on these six (6) clips all measured within specifications. Results of the testing of the returned devices was unable to replicate and unable to confirm the complaint. By not fully squeezing the trigger of the clip applier device, conmed was able to demonstrate incomplete closure of the clips as experienced in the reported incident. This type of failure is mitigated by functional testing and visual inspection in manufacturing production. During production on every device, the first clip is fired and inspected for poor closure and for possible scissoring of the clip. The second clip is fired and measured to verify proper width, as well as the resulting eye gap is measured with a microscope. The dfu, directions for use, also mitigates the associated risk by instructing to , "squeeze the trigger firmly until it stops. As the trigger is closed, the clip is held by the jaws and closes around the tissue or vessel. Note: failure to completely close the trigger could result in incomplete clip closure and possible compromise hemostasis." The dfu also cautions the end-user to, "inspect the ligation site to ensure proper application and that hemostasis has been achieved." Evaluation of the returned devices did not confirm the reported failure or device defect. Conmed was unable to replicate the reported failure mode. The probable root cause of this reported failure mode is incomplete closure of the trigger of the device, i.e., not firmly / fully squeezing the trigger. This complaint investigation has not conclusively identified any manufacturing related defects; therefore, corrective action is not recommended at this time. Conmed is considering this complaint closed.